Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00734 for intraocular lens used with this delivery device.

Event description:
The haptic of the lens was found broken during insertion into the pt's eye using the delivery device. Another lens was used to complete the procedure.